Event description:
The device was returned to the service center with a report from the customer contact that the device ac led indicator remained inactive to all channels when connected to ac power. This does not indicate a reportable malfunction. However, during verification testing at the service center, evidence of electrical sparking was noted at the ac receptacle.

Manufacturer narrative:
During testing, evidence of electrical sparking, smoke, and burning was noted on the device and the power supplies for both channels 2 and three, around the ac receptacles. The device was opened and fluid ingress and evidence of burning and melting was noted internally. The probable cause of the electrical sparking is due to fluid ingress. This report represents all the information known by the reporter upon query by hospira personnel.